Event description:
It was reported that a dexcom g7 sensor paired to the ilet did not connect, and the user was guided to toggle g6/g7 settings and reenter the pairing code, consistent with an intermittent communication failure involving the antenna/electrical communication path. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the cgm and the ilet with intermittent communication failure traced to the device¿s antenna/electrical communication elements. It was concluded, based on previously established findings for similar reports, that the cause was a component-related failure.